Event description:
During an unknown procedure, the device failed to activate. The case was completed with the same instrument. There is no further information available and 1 device is being returned.